Event description:
Total shoulder arthroplasty procedure. Showed severe signs of erosion of the glenoid. Multiple cystic erosive changes within the glenoid, largest individual cystic erosion of 1.2cm. Glenoid pegs/screws show severe signs of loosening and erosion. Surgeon says too much bone loss to do second shoulder replacement.